Manufacturer narrative:
An event regarding abnormal ion level involving a accolade stem reported. The event was not confirmed. Method & results: product evaluation and results: visual, functional, dimensional and material analysis not performed as the product is not returned. Clinician review: no medical records were received for review with a clinical consultant -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: it was reported that patient was revised due to elevated metal ion in blood. The event was not confirmed. Need additional information clinical and past medical history. The exact cause of the event could not be determined because further information such as primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.